Manufacturer narrative:
Batch review performed on 06 november 2018: lot 176037: (B)(4) items manufactured and released on 01-feb-2018. Expiration date: 2023-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional product involved: versafitcup dm 01.26.10.0135 impacting ring #50, lot 1415784: (B)(4) items manufactured and released on 10 july 2015. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed on the retrieved instruments: the signs on the external diameter of the inspected impacting ring could have compromised the instrument functionality. Probably these signs were caused during the cleaning of the instrument.

Event description:
Hip replacement with a versafit dm. The reaming and the trial of the cup were done, finally, the cup versafit dm ø 50 was chosen as the definitive cup; the implant was coupled with the impact ring size 50 with its multifunctional impactor handle and the cup was impacted. When the impacting ring was going to be disassembled from the cup, this piece did not loosen; for that reason, the surgeon had to remove the cup with the related impact ring. The process was repeated and the same situation happened. Therefore, to position and impact the cup, the surgeon used the same multifunctional impactor handle with the correction impaction sphere ø 33 for metal back (ref. 01.26.10.0017).